Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 15:30:54. During night drain cycle one, the patient's ultrafiltration reading was 1949ml, indicating the home patient (hp) drained 1949ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. If any additional information is received, a follow-up will be sent.